Manufacturer narrative:
Follow-up #1: date of submission 04/25/2016. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: during investigation, the battery compartment was found to be cracked. The returned battery cap was stuck in the battery compartment. The battery cap was damaged with stripped threads. The battery cap was unable to securely attach to the pump and a test cap was used. Unrelated to the original complaint, the pump case was cracked on the left side of the keypad. The cartridge compartment was found to be cracked at the threads. The threads were found to be missing. The audio bolus button cover was damaged but still responsive to user presses. Additionally, when the pump powered on, the display appeared dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.